Event description:
Customer stated that while performing functional tests on their isv 200 and inducing a lip condition, the vents audible alarm failed to activate-visual indicators operated normally. Customer stated that the problem was intermittant and could sometimes be reproduced by first pushing the alarm silence switch and then causing the condition. When the switch was replaced, the problem went away. The customer discarded the old switch prior to contacting npb.